Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current fill estimate showing 0 units despite an expected amount being higher. There was no adverse impact to the customer¿s blood glucose level. Caller completed the load process and removed air from the cartridge but declined to deliver a test bolus. Technical support assisted in reloading the cartridge, and the caller will monitor the situation and follow up if necessary.